Event description:
This complaint is now reportable based on the analysis completed on 10/26/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x32mm and 3.50x32mm taxus express2 drug eluting stents became tangled together while being delivered using a crush method. The lesion was predilated. The lesion being treated was located in the bifurcated non-calcified, non tortuous mid circumflex (cx) artery to obtuse marginal (om) artery. The procedure was successfully completed using 2 other taxus stents, deployed individually. No pt complications were reported. Pt status reported as "ok". Analysis of the returned product identified stent damage.

Manufacturer narrative:
From the condition of the crimped stent, lab analysis confirmed the reported complaint. Following a detailed device analysis distal stent damage was found. Some of the struts were raised. It is noted that the stents got tangled together while being delivered. This may have been a contributing factor to the damage found on the stent. The device was returned with the guidewire inserted in the device. Attempted to remove the guidewire however, due to a severe restriction in the guidewire lumen of the device it was not possible to remove the guidewire. It is not possible to determine what caused this restriction. Visual examination of the remainder of the device found no issues that could contribute to the complaint incident. It is noted that the device failed to meet specifications in its returned condition. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. During our mfg process, all units are packaged with a 0.015 inch product mandrel inserted through the tip and guidewire lumen of the device. This mandrel is larger than the 0.014 inch guidewire that is recommended for use. This mandrel protects the integrity of the tip and lumen during shipment.